Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/58 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: complications, risk factors, and staffing patterns for noncardiac surgery in patients with left ventricular assist devices. Anesthesiology, march 2017; 126 (3): 450-460. Doi: 10.109 7/aln.0000000000001488. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and outcomes after undergoing non-cardiac surgeries. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. It was reported there was a defective controller, due to an engineering defect, that required a controller exchange. The status/location of the controller is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a controller with unknown serial number was not returned for evaluation. Review of sterility certificates could not be performed since the serial number of the device is unknown. The reported event cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.